Manufacturer narrative:
The device was returned and analysis found a feed through anomaly where there was shorting across the insulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (2,000 mcg/ml, 700 mcg/day) via an implantable pump for cerebral palsy information received reported the patient presented at their hcps office yesterday ((B)(6) 2019) and complained of muscle tightness. The pump was interrogated and an alarm was received that indicated the motor had stalled. The patient was admitted to the hospital on the same date and the pump was replaced on (B)(6) 2019. There were no reported environmental, external, or patient factors that may have led or contributed to the event. The issue was resolved at the time of this report. The patient's status was alive - no injury.